Manufacturer narrative:
Original report was received with reporter's email address; customer location was determined using online search. Attempts to confirm customer location information have been unsuccessful. Should updated customer information be received, additional reporting will completed.

Event description:
It has been reported that the device is failing self-test.